Event description:
It is reported, the patient received the recall letter on (B)(6) 2012. The patient complains of having pain in his lower back that extends to the tailbone and down the back of his leg. He has had the pain since the implant surgery and the pain has gotten worse over time. The pain occurs daily and varies in intensity and some days he can hardly walk. The patient takes ibuprofen regularly for pain relief but often with minimal effect. The patient has arthritis in his back and in the tailbone right underneath the hip. The patient is contacting the surgeon to schedule and evaluation.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.